Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer "the IV team received calls from the nursing floors that the y site on this device was cracked and is leaking while in the patient. The IV team so far has had to swap out 3 devices where the y site of the device was cracked." The needle would crack and break when accessing the port of the patient. Additional information (B)(6) 2023. It was reported there was no immediate harm done to the patients. This report addresses the first patient and leaking device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a cracked y-site was inconclusive due to the nature of the returned sample evidence. The product returned for evaluation was one photograph which depicted a 19ga x 0.75¿ powerloc safety infusion set with y-site. The depicted device was located partially within its folding cardstock. The device appeared free of obvious use residues. The safety was not engaged and end caps were attached to both luer adapters. No obvious damage or defects were observed. No deficiencies were discovered during evaluation of the submitted photograph; however, the depicted device could not be thoroughly examined or functionally evaluated. Consequently this complaint is inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "the IV team received calls from the nursing floors that the y site on this device was cracked and is leaking while in the patient. The IV team so far has had to swap out 3 devices where the y site of the device was cracked." The needle would crack and break when accessing the port of the patient. Additional information on 1/23/23: it was reported there was no immediate harm done to the patients. This report addresses the first patient and leaking device.